Event description:
It was reported that the bur broke during surgery when the surgeon was drilling. The procedure was completed successfully with another device. There was no surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that the bur broke during surgery when the surgeon was drilling. The procedure was completed successfully with another device. There was no surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.